Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
While troubleshooting issues with sample collection and errors on coaguchek vantus meter serial number (B)(4) , the initial reporter mentioned that she received an erroneous result when testing with the meter. At 11:24 a.m., a sample from this patient was tested using the meter, resulting with a value of 3.6 inr. She was at the doctor's office at the time and within 30 minutes of the meter test, the patient tested a sample using the doctor's office coaguchek xs meter, resulting with a value of 3.0 inr. Also within 30 minutes of the meter test, a sample from the patient was tested in the laboratory using the dade innovin method, resulting with a value of 2.7 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient currently feels good. The patient's therapeutic range is 2.5 - 3.0 inr. The patient's testing frequency is once every other week. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient is not taking any new medications, has had no diet changes, and has had no illness. The patient does not have symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.